Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had difficulty charging ins battery and also seeing a recharger not found message. The following troubleshooting steps were performed; reset the recharger, located the ins by looking for incision and/or palpating the ins, repositioned the recharger, recommended patient lean forward while sitting to optimize ins position. The patient mentioned they have a hip replacement on their left side which is the same side the ins is located on and this may be why patient has had some difficulty finding optimal recharging position and maintaining ins charging session. The patient also mentioned the physician may have implanted the ins somewhat deeper. Patient was able to eventually reposition the charger and maintain excellent charging status throughout the remainder of the call with ins battery at 20%. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. They reported that the cause of the issue was determined to be the positioning of the recharger, they were still working to find the right position as it was sometimes frust rating and time consuming, but they were able to successfully recharge the implant. They noted the location to be l-side-upper backside. Additional information was received from the patient. Patient called back and repeated same information as listed below. Patient said ins battery has becomes very low and is having difficulty connecting to implant in order to recharge ins. The following troubleshooting was performed: palpate ins site, place recharger over ins and then turn recharger on, reposition recharger, restart handset, reset recharger. After trying several times, after resetting recharger, patient received excellent connection screen ins battery at 10% and increased to 20% during the call. Please note that this occurred when patient leaned against dresser to maintain additional pressure against ins site. Patient to recharge to 100%.